Manufacturer narrative:
No failure found. The device historical data recognized an episode of bradycardia that progressed to asystole, and then a generated a series of medium and high priority alarms for over 20 minutes. The logs also show that most of these alarms were acknowledged by a user at the central station. This report is considered final and the issue closed. H3 other text : placeholder

Manufacturer narrative:
Spacelabs tech support analyzed the device error log and performed a diagnostic test; no fault was found. Spacelabs field service engineer on-site tested all products, in accordance with the performance test listed in the service manual and the system passed all tests. The devices historical database was not provided, there is not enough information available to further investigate the reported issue. This record will be re-opened if additional information becomes available. This report is complete, and this issue is considered to be closed.

Event description:
Spacelabs received a report that on (B)(6) 2021 of a failure to alarm. The customer reported hearing 1 alarm @11:23 for heart rate in the 30''s. No more alarms were heard. The patient was in junctional rhythm from 11:24am - 11:28am. The patient went into asystole @11:29 while connected to telemetry transmitter 2042 in the hvt unit, room 3018. The staff could hear other alarms from the central.